Manufacturer narrative:
This following DHR statement is a correction to the statement previously added. The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The involved cs100 iabp will not be evaluated by getinge because we no longer provide service on cs100. The customer is also aware of this. Additional repair information on the cs100 will be provided if made available to u.s. The facility's biomed technician advised that the failure was recognized before the pump was used on a patient and therefore was not put into service. The biomed technician also confirmed that the patient death that occured was unrelated to the pump. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
It was reported that the ECG tracing on the intra-aortic balloon pump (iabp) was inconsistent but better when semi-auto was used rather than auto operation. The customer reports that they have experienced this before - the ECG is better when in semi-auto than when in auto. The customer is aware that getinge no longer services cs100s. It was reported that a patient died subsequently. The customer later clarified that the failure was recognized before the iabp was used on a patient, and therefore was not put into service. The customer also confirmed that the patient death that occurred was unrelated to the pump.

Manufacturer narrative:
The facility¿s biomed later advised via email that the cs100 has been repaired and is ready for clinical use. He stated that maquet technicians came to the facility yesterday to upgrade their iabp units. The biomed did not provide details of the repair.

Event description:
It was reported that the ECG tracing on the intra-aortic balloon pump (iabp) was inconsistent but better when semi-auto was used rather than auto operation. The customer reports that they have experienced this before - the ECG is better when in semi-auto than when in auto. The customer is aware that getinge no longer services cs100s. It was reported that a patient died subsequently. The customer later clarified that the failure was recognized before the iabp was used on a patient, and therefore was not put into service. The customer also confirmed that the patient death that occurred was unrelated to the pump.